Event description:
The customer reports, the device is having screen issues.

Manufacturer narrative:
(B)(4). The customer reports the device is having screen issues. A philips field service engineer evaluated the device and confirmed the problem. There was no reported pt involvement. The display assembly was replaced to resolve the issue. The device was put back into service after all performance assurance tests passed. We will consider this a malfunction of the display assembly.